Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight:unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -9.50 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on "(B)(6) 2016" and the problem was resolved.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned in liquid in the case/vial; surgical residue was cleared; visual inspection found no visible damage (B)(4).